Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient had a loss of coverage on their cervical and pns leads. The rep stated that impedances are mostly bad and greater than 10,000 ohms on distal electrode. The rep reprogrammed the patient for better coverage, and the issue was resolved.